Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in dialysis, the guide wire was found with multiple kinks. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during insertion was confirmed. Returned were a guide wire and an advancer. No other components were returned. The customer also provided a photo of the sample. There were 6 kinks in the body of the guide wire between the distal tip and the 30 cm mark. A manual tug test confirmed that both welds were intact. The length of the guide wire measured approximately 68.2 cm. This was not consistent with the nominal length of 60 cm specified on the guide wire graphic. The length of the returned guide wire did not match the length of the one supplied in the kit. The outside diameter (od) of the guide wire measured 0.848 mm, which was consistent with specification of 0.838 - 0.877 mm per the guide wire graphic. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. The guide wire is always inserted through another component during the procedure and all the insertion components were not returned. The probable cause of this issue could not be determined based upon the information provided and the sample returned. No further action will be taken.